Event description:
The caller reported a malfunction on the pump, identified by a malfunction code that was not resettable. There was no information received regarding any adverse impact on the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use current pump and plans to contact their healthcare provider for backup therapy.